Event description:
It was reported that the stent was advanced towards the distal vessel a few times. When the stent delivery system was being withdrawn into the guiding catheter, the stent came off the balloon, and became trapped outside another stent. The stent was removed, and there was no pt injury reported.